Event description:
The following info was reported: tamper tube failed to deploy, converted to manual compression for 15 minutes. The pt was not hospitalized. Stick location. Mid femoral. Vessel size: 5 mm. Procedure: coronary.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was flush with the balloon proximal bond and the advancer tube was engaged to the proximal tamp lock. Blood was found on the outside surface of the sealant. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1411406) indicated that the device lot met all established performance criteria prior to shipment. The advancer tube was properly engaged to the tamp lock as received and the procedure sheath was not returned with the device which suggested post procedural manipulation. Based on the provided info and the investigation performed, the root cause for the reported event could not be conclusively determined.